Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. After the 0.014 non bsc guide wire crossed the lesion, a 2.75mm x 15mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The procedure was completed using different device. No patient complications were reported and the patient's status is good.